Event description:
It was reported that a patient underwent a sling procedure in 2006. One month after the procedure, there was no adverse consequence to the patient. Two to three months post-operatively, the patient's urinary incontinence re-appeared. The surgeon prescribed anticholinergic medication. The patient did not return to the hospital again. The patient underwent a surgical procedure in 2008 for dislocation of right hip joint at another hospital, and was diagnosed with a urethrovaginal fistula. The surgeon will carry out some therapy for the fistula, but that has not yet been decided. It was reported that the condition of the patient immediately after the event was critical, however, no further information was available. The surgeon's opinion is that he suspects a foreign-body reaction as the cause of the fistula.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.